Event description:
It was reported that a patient underwent a right subtotal thyroidectomy on (B)(6) 2023 and suture was used on the skin. Post-op, from the 5th day after the surgery, there was repeated leakage of fluid from the surgical incision, and the healing of the incision was not good. The patient had wound secretion. The patient changed dressing at home, but the symptoms did not improve. On (B)(6) 2023, the patient went to the hospital outpatient clinic to have the surgical incision cleaned. Debridement was also performed and the suture for which skin sewing was used was removed. The leakage from the surgical incision gradually decreased/improved until it disappeared. No subsequent adverse event reports were received. Additional information was requested.

Manufacturer narrative:
(B)(4) this is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare® active ingredient(s) ¿ triclosan dosage form ¿ suture/solid/parenteral strength ¿ = 275 g/m a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: received information as following from sales rep via phone today. After investigation, the patient was a 28-year-old woman who underwent right subtotal thyroid gland surgery in hospital (B)(6) 2023. During the surgery, the surgeon used the vcp310h to perform the skin tissue sewing in a continuous suturing manner, and the intraoperative suturing operation was smooth. (B)(6) 2023, the patient had repeated wound exudation and poor wound healing (with specific symptoms and signs unknown). The symptoms were not improved after self-dressing change at home. (B)(6) 2023, the patient received debridement in the outpatient department, and the suture for skin sewing was removed. Then the wound exudation was gradually improved. No subsequent adverse event reports were received the following information was requested but unavailable: was there any medical or surgical intervention performed (product removed; re-operation; re-closure; prescription medication)? If so, please specify. If medication was required, please clarify if it was prescription strength. Was the suture trimmed in physician¿s office? Was the suture removed in a routine post-op procedure? Was the suture removed in a reoperation procedure? Was reoperation necessary to remove the suture and re-close the wound? What is the most current patient status? Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep) attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? What was the tissue condition (normal, thin, calcified, fragile, diseased)? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event?